Event description:
Patient had a fall on (B)(6) 2013, denied any wires becoming disconnectedfrom lvad. Lvad interrogation in clinic on (B)(6) 2013 showed lvadstopped working momentarily 5 times, pt admitted and controllerchanged with no recurrent episodes.